Manufacturer narrative:
The user facility reported this event to the FDA through medwatch mw5082812. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 250 ml eva tpn bag had a hole in the middle port. The event occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the lot was manufactured between june 10, 2018 - june 13, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.